Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. The customer reported that the pump would be used for therapy.